Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power when charging for shock. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Additional information and device evaluation: customer, event and patient information was updated in accordance with the incident report shared by danish medicines agency, dkma (reference# (B)(4) ). Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. Stryker did not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. Stryker evaluated the customer's device and was unable to duplicate the reported issue but was able to verify it in the electronic device records. In addition, it was found that the batteries in use were from 2019 and 2021. After completing some unrelated repairs, proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use. Corrected data: section a1, patient identifier of the initial medwatch report indicates: none; section a1, patient identifier of the initial medwatch report should indicate: blank. Section b5, executive summary of the initial medwatch report indicates: the customer contacted stryker to report that their device had unexpectedly lost power when charging for shock. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. There was no report of patient use associated with the reported event.; section b5, executive summary of the initial medwatch report should indicate: the customer contacted stryker to report that their device had unexpectedly lost power multiple times, when charging for shock during a patient event. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported. Section e1, initial reporter facility of the initial medwatch report indicates: medicoteknik, region syddanmark; section e1, initial reporter facility of the initial medwatch report should indicate: ambulance syd; section e1, initial reporter name of the initial medwatch report indicates: (B)(6); section e1, initial reporter name of the initial medwatch report should indicate: (B)(6); section e1, initial reporter first name of the initial medwatch report indicates: (B)(6); section e1, initial reporter first name of the initial medwatch report should indicate: (B)(6); section e1, initial reporter last name of the initial medwatch report indicates: (B)(6); section e1, initial reporter last name of the initial medwatch report should indicate: (B)(6); section e1, initial reporter email of the initial medwatch report indicates: (B)(6); section e1, initial reporter email of the initial medwatch report should indicate: (B)(6); section e1, initial reporter address of the initial medwatch report indicates: (B)(6); section e1, initial reporter address of the initial medwatch report should indicate: (B)(6); section e1, initial reporter city of the initial medwatch report indicates: (B)(6); section e1, initial reporter city of the initial medwatch report should indicate: (B)(6); section e1, initial reporter postal code of the initial medwatch report indicates: (B)(6); section e1, initial reporter postal code of the initial medwatch report should indicate: (B)(6); section h6, health impact code grid of the initial medwatch report indicates: no patient involvement (2645); section h6, health impact code grid of the initial medwatch report should indicate: no health consequences or impact (2199).

Event description:
The customer contacted stryker to report that their device had unexpectedly lost power multiple times, when charging for shock during a patient event. In this state the device would be inoperable and defibrillation therapy would not be available, if needed. This issue is patient related; however there was no adverse patient outcome reported.